Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. The event date, lot number, patient information and operator of device were not available at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
The balloon got stuck on the wire and they both had to be removed. This was inside the patient. No harm was done to the patient. They used a new wire and balloon and the case was completed successfully. The patient is doing fine.